Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-18800-03 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was twisted. No functional testing performed due to the damage to the device. A torque-limiting handle or modular torque-limiting adapter recommended to be used with the device to prevent over-torquing. The most likely cause is attributed to use error over-torquing/over-engaging the driver with the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/10/2023, it was reported by a sales representative via (B)(4) that (2) ar-18800-04 driver shafts and an ar-18800-03 driver shaft became twisted. This occurred during a case, with no effect on the patient.